Event description:
In 2008, it was reported to boston scientific corporation that a prolieve thermodilitation kit was used during a benign prostatic hyperplasia (bph) procedure. According to the complainant, during the procedure, once the prosthetic balloon was fully inflated, it would not reinflate. There was a low-water pressure error, and the catheter was found to leak. The procedure was completed with another prolieve thermodilitation kit. No patient complications were reported as a result of this event. The patient's condition was reported as "fine."

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event.